Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 04/16/2020; the returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that the 1.5mm x 1cm deltaplush 10 cerecyte coil (cpl10015130 / s14367) was used in the procedure; it was reported that the physician did not like the shape of the coil deployment and decided to remove the coil. During the resheathing attempt, the coil introducer failed to be re-zipped. The physician used another 1.5mm x 1cm deltaplush 10 cerecyte coil and the procedure was successfully completed. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.5mm x 1cm deltaplush 10 cerecyte coil was received contained in a pouch. Visual inspection was performed. The coil introducer was partially zipped and slightly bent and kinked. Microscopic inspection was performed. The embolic coil was observed to be in good condition. Functional testing was precluded due to the condition of the coil introducer kinked and slightly bent. This is likely a contributing factor to the reported issue that the coil introducer failed to be re-zipped. A review of manufacturing documentation associated with this lot (s14367) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that during the procedure, the physician did not like the shape of the coil deployment and decided to remove the coil; during the resheathing attempt, the coil introducer failed to be re-zipped. The issue was not confirmed through functional testing due to the condition of the coil introducer, however, the observation of the introducer slightly bent and kinked is confirmed and is the most likely cause of the reported issue related the resheathing/re-zipping. Positioning difficulty / poor conformability is a known potential issue associated with the use of the device. Factors such as the shape of the target lesion, tortuosity of the parent vessel may have contributed to the way the coil is positioned and/or conforms when it gets delivered to the target site. With the limited information the reported customer complaint could not be confirmed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (s14367) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 1.5mm x 1cm deltaplush 10 cerecyte coil (cpl10015130 / s14367) was used in the procedure; it was reported that the physician did not like the shape of the coil deployment and decided to remove the coil. During the resheathing attempt, the coil introducer failed to be re-zipped. The physician used another 1.5mm x 1cm deltaplush 10 cerecyte coil and the procedure was successfully completed. There was no report of any patient adverse event or complication.